Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is high. The blood glucose reading is 294 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No noise anomaly during testing noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.